Event description:
It was reported that a spectrum pump alarmed system error 320 (latch switch error) during infusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'fault: ". Error 320". Alarms during infusion. ' was not reproduced. A review of the event history log (ehl) revealed occurrences of "system error 320" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper hook switch. The upper auxiliary will be replaced to correct the reported problem. During evaluation, the device, had a system error 322. A review of the event history log (ehl) revealed occurrences of "system error 322" messages. The cause of the condition was determined to be lower link switch. The lower auxiliary will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.